Event description:
During a hand assisted laparoscopic colectomy, after the lap disc was placed, the doctor used a trocar through the disc to insufflate. After several minutes the disc tore at the ring and was shredded. The physician switched to omni port. No pt consequence.